Event description:
The customer reported that the system exhibited a communication failure and a control panel error. These errors are likely to result in a system lock up. No pt or user injury was reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The ps1 power supply module was evaluated and replaced. The system was tested and found to be working as intended and returned to service.